Event description:
The pt was implanted with a left ventricular assist device. It was reported by the physician that pump flow had decreased slowly 3 days post-implant, but the pt was stable. The pt's left ventricle (lv) increased in size and the aortic valve opened. The pump speed was increased to 10,600 rpm with no affect to lv or aortic opening. Heparin was started to help minimize potential clot formation. Approx one week later, the pt began having pulsatile arterial waveform with acceptable parameters; however, the system monitor showed normal to high flows with elevated pump power and low pulse index. An echo revealed no obstruction to the inflow cannula. But a change in direction of the inflow cannula was observed and the pump was in an elevated position. A few days later, the pt was taken to the or for re-operation in order to re-position the inflow cannula. The re-operation did not improve pump flow and therefore, a decision was made to exchange the pump with a new one.

Manufacturer narrative:
The pt remains on lvad support with no further issues. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.